Event description:
A medtronic representative reported a need for a 5.5 tap screw to replace a tap screw that has been damaged. He said the existing screw had debris and a piece of guide wire stuck to it that cannot be removed. This was not discovered during a case, no patient present.

Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. The device was not returned to medtronic for evaluation. While no patient was affected by this issue, it is being reported because the issue could lead to undetected contamination, which may not be removed by normal cleaning processes, which could lead to patient injury.